Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 300 mg/dl while wearing the pod between 3 and 48 hours. After realizing elevated bg levels, patient found cannula had not deployed as intended.

Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the cannula retracting. The cannula measured the correct full length according to specification. The device ran for 1057 pulses. The pod received was having evidence of blood on the adhesive pad, notable near the bottom housing window. During investigation, no damages or defects were found on the fluid path components and the bottom housing that would cause bleeding at the infusion site. The actual cause of the reported bleeding could not be determined.